Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the junction between the handle and the feeler tip. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the ball feeler tip fracturing at the junction between the handle and the shaft cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Mdrd staff notified sales rep of a broken ball tipped probe which is part of the hospital's expedium set. Unknown time of when the ball tipped probe was broken nor if it happened during surgery or through reprocessing. No charge. Po for replacement is (B)(6). Patient consequence? Unknown.